Manufacturer narrative:
According to the complainant the device will not be returned for investigation because it was discarded. We are unable to confirm or determine the root cause of the reported cannula tear. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that, on (B)(6) 2026, the patient experienced elevated blood glucose levels after more than 48 hours of pod wear on the leg. Blood glucose was reported to have increased to above 400 mg/dl, and the patient developed symptoms including fruity-smelling breath and large ketones, prompting the mother to seek medical attention. The patient was transported to the emergency room, where no specific diagnosis was provided; however, the mother noted that the patient had nearly progressed to diabetic ketoacidosis (dka), although dka was not formally diagnosed. The patient received treatment consisting of fluids and was returned home the same day. The pod involved was discarded and is unavailable for investigation.